Event description:
It was reported that the patient presented to the emergency department, with the patient having generalized pain in the area of the device. The pain was initially thought to be the high output pacing, but the physicians believe that it was general discomfort due to the position of the abdominal location. Initial interrogation of the device showed an rv (right ventricular) lead warning for high impedance, along with high threshold and possible lead fracture also noted. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-60 lead, implanted: (B)(6) 2007. (B)(4). Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.